Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a blower stalled occurence. No patient harm reported.

Manufacturer narrative:
The field service engineer noted per the significant event log there was no indication of the customer reported problem. The fse was unable to duplicate the reported problem. There were no parts replaced.